Event description:
It was reported that shaft break occurred. A 5.0mm x 8mm quantum maverick balloon catheter was selected but delivery shaft of the balloon was fractured near the hub. The device was simply removed as a whole all together. No patient complications were reported. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed two separations in the hypotube. One separation is 43.5cm from the hub and the other is 67.7cm from the tip. There are multiple kinks along the whole device. Microscopic examination revealed no additional damages. There is blood present in the inflation lumen, guidewire lumen, balloon and hub. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 5.0mm x 8mm quantum maverick balloon catheter was selected but delivery shaft of the balloon was fractured near the hub. The device was simply removed as a whole all together. No patient complications were reported.